Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receives device 8100 (s/n (B)(4)), with check IV set message alert. Failure device type: failure problem type: failure mode: case resolution: customer receives device with display error message "check IV set", on device 8100 (s/n (B)(4)). Explained problematic fault to the pressure sensors on the device. Customer edited task analog sensor to system maintenance. Voltage reading check within tolerance levels for both sensors (bottle/patient-side sensors). Suggested to customer to retest all problematic component that would assist identifying problematic fault. Customer unable to duplicate error messaging retesting device in system maintenance, and the normal operate mode. Suggested customer to run the device a duration of time, as a precaution before placing back into service. Informed customer if any further concerns and/or issues to give a call back. End call.